Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the reported symptom. The downstream occlusion alarms were not reproduced during evaluation, but were confirmed through a review of the event history log. The downstream sensor current readings were found out of specification when tested with a fluid filled IV set loaded. The device was calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. Any patient injury or involvement was unknown.